Manufacturer narrative:
No patient information was provided. Device was lost following receipt by manufacturer. No evaluation possible. Without the opportunity to evaluate the device no conclusions can be drawn. Review of manufacturing history records found 13 pieces of lot 3222mm were released for distribution on (B)(4) 2014 with no deviations or anomalies. Two-year complaint history review found this to be the first report of this nature for this lot.

Event description:
During a vault-c stand alone acf on (B)(6) 2018, while doing the final locking of the anterior plate the tip of the self retaining straight driver snapped. The torque handle was connected and normal action was used. The piece broke off right after the plate locked so technically no problems occured. No delay to the procedure or injury to the patient was reported.